Manufacturer narrative:
Smartablate¿ system rf generator investigation details: the device investigation is being completed since the caller declined evaluation and service for the smartablate¿ system rf generator at this time. However, remote support confirmed system performing as intended. With the service declined, complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished unit with serial number (B)(4), and no internal action related to the reported complaint condition were identified. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number # (B)(4) for product code (B)(4) (thermocool® smart touch® sf uni-directional navigation catheter). (2) importer report number # (B)(4) product code (B)(4) (smartablate¿ system rf generator (us)).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a smartablate¿ system rf generator (us) and suffered esophageal fistula requiring surgical intervention. The ablation was successfully completed. No device deficiencies nor patient consequences occurred. Post-procedure, the patient presented to the hospital emergency room with fever and nausea after having a pvi procedure done last month. Patient was admitted and esophageal fistula was confirmed. Surgical repair was required. Patient was reported in stable condition after surgery and his health condition improved. Physician¿s opinion regarding the cause of the adverse event is that t was procedure related. There¿s no indication that extended hospitalization was required.